Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation and the customer report was observed during evaluation. The returned battery was found to be depleted. A review of the device's log file showed indications that the electrodes were not connected to the device at power-up, or that the signature resistor in the attached electrodes had an invalid value. When the pads are not connected to the device at all times, or in a red x condition, battery depletion can occur prematurely due to repeated fault detection and self-test activity. The customer was advised to review pages 2-7 of the AED pro operator's guide (9650-0350-01 rev. L) which states that valid pads should remain connected to the device at all times. The device functioned as intended. This report has been attributed to incorrect customer installation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.